Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 02 (compression tracking error)," which was confirmed based on the archive data review but was not confirmed during the functional testing. The autopulse platform passed the functional testing and functioned as intended. The customer stated that the lifeband was noted to be twisted upon checking it after the resuscitation. Ua02 is an indication that autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position or if the lifeband is opened/twisted during active operation. In this case, the root cause of the reported ua02 was twisted lifeband, likely attributed to user error. Per autopulse system user guide, caution: make sure that the lifeband is not twisted before automatic compressions begin. Visual inspection revealed cracks on the front enclosure and top cover, unrelated to the reported complaint. Based on the photos provided by the zoll service personnel, a large vertical crack was noted on the side corner of the top cover, and a deep crack across the screw well area on the handle of the front enclosure was noted. The observed damages are characteristics of the harsh impact caused by user mishandling, such as a drop. The top cover and front enclosure were replaced to address the observed physical damage. The archive data indicated ua02 on and around the reported event date. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load, thus confirming the reported complaint. In addition, unrelated to the reported complaint, further review of the archive data revealed fault 41 (patient temperature sensor failure) and fault 16 (timeout moving to take-up position) on and around the customer-reported event date. Based on the archive, the noted faults were cleared by the user. The autopulse platform passed the functional testing without error or fault. A load cell characterization test confirmed that both cell modules function within the specification. The customer reported ua02, and the fault codes observed in the archive were not reproduced during the functional testing. Nevertheless, the temperature sensor cabling was replaced to address fault 41 as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The brake gap was cleaned and inspected to determine the cause for fault 16; however, no issues were noted. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 indicates that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position or if the lifeband is opened during active operation. The recommended actions for this user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Fault 16 indicates that the autopulse did not achieve the target depth for take-up within the specified time (~5 secs). This advisory can happen when the lifeband is not securely closed; the brake gap is too small; a defective drive train (slipped bushing); or the brake has corrosion caused by high humidity. The recommended action for this type of user advisory is to press restart. Following service, the autopulse platform passed all the final tests without fault or error.

Event description:
The autopulse platform (sn (B)(4) displayed user advisory (ua) 02 (compression tracking error) during the resuscitation of a cardiac arrest patient. Immediately, the crew reverted to manual CPR for the rest of the call. After the patient event, the customer checked the lifeband (lot #unknown), and it was twisted. The customer tested the platform with a manikin, and the ua02 message was not reproduced. The patient's status information was requested, but the customer did not provide a response. Please see the following related MFR report: MFR (B)(4) for the lifeband (lot #unknown).